Manufacturer narrative:
H10 the bactiseal catheter (ID 823072) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A medical assessment was requested to our medical safety department: conclusion: the narrative describes a procedurally related event only. There is no evidence that supports a causal relationship to the device.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00292. The patient¿s son reported a hakim valve (ID 823184) and bactiseal catheter (ID 823072) were implanted in his father in (B)(6) 2022. According to the son, there was no infection before the operation. He approached the surgeon due to his father¿s weight reduction and poor response at the end of (B)(6) 2022, and he was informed that by adjusting the pressure, the patient will be back to normal and pressure was adjusted two times (setting not provided). The patient was admitted in the hospital for more than 10 days only for observation and was informed that the patient will become normal in the two weeks period. In (B)(6) 2023, the patient was admitted again due to poor response and after 4 days the patient had an infection. The surgeon informed them that the patient had an infection and a myocardial infarction (mi). The patient expired on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.